Manufacturer narrative:
One unused device was returned for eval. The eval is currently in progress. A follow up report will be sent when the eval has been completed.

Event description:
The user reported that the trocar included with the device was protruding through the packaging. This was found while preparing for a procedure and was not used on a pt.